Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the light pipe was broken. Based on the visual exam, the reported complaint was confirmed. A CAPA was opened to address the breakage issue. A conclusion code could not be found.

Event description:
Customer complaint alleges "the light tip broke off in a patient's mouth in cath lab."alleged event reported as during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
Qn#(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the light tip broke off in a patient's mouth in cath lab." Alleged event reported as during use. It was reported there was no injury or consequence to the patient.